Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spectrum iq pump alarmed, shut down, and did not power back on despite replacement of the battery and ac (alternating current) adapter during programming/setup. There was no patient involvement. No additional information is available.